Event description:
Caller tested 2.1 inr on the coaguchek xs system at 3:12 pm on (B)(6) 2013. Customer had leg pain that day and was sent to the emergency room. Lab draw performed at the ER at 6:42 pm on (B)(6) 2013 and returned as 6.78 inr. The customer was admitted and treated for deep vein thrombosis and was released on (B)(6) 2013. No treatment information provided. Customer had been on coumadin for 2 days prior to the incident. Requested return of suspect system and replacement was sent. The suspect strips from the incident are no longer available and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.